Event description:
The cement did not set right resulting in failure of the cement and the components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.